Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The international customer reported that upon installation, the unit did not alarm as it should have. The customer reported there was no patient involvement.

Manufacturer narrative:
Resolution and disposition/conclusion: the malfunctioning unit was returned to philips-respironics for failure investigation (fi). While fi determined that the bd2 bridge rectifier had shorted internally causing ac power issues, the unit was able to power up via the backup battery and alarmed appropriately. Further testing was conducted which indicated all alarms were functioning properly, the reported alarm failure could not be duplicated; no root cause was found. The determination could not be made that the device failed to meet specifications.

Event description:
The international customer reported that upon installation, the unit did not alarm as it should have. The customer reported there was no patient involvement.